Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. No external damage was reported. There was force sensor test error in event history log. The root cause of the reported issue was found to be the force was out of specification. Unable to determine the root cause. Actions were taken to mitigate the reported issue: replaced force sensor.

Event description:
It was reported that the pump had force sensor test alarm. No patient injury was reported.